Manufacturer narrative:
(B)(4). Date sent: 06/30/2010. Information was not provided by the initial contact. Lockout broken - premature lockout. Evaluation summary: the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. The firing issues reported could have been caused by the activation of the lockout mechanism, however, no conclusion could be reached as to what may have caused the premature lockout. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the clips were not coming out of the device. Another device was used to complete the case with no patient consequence.